Manufacturer narrative:
Sr-(B)(4)

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. Cloud/share data was reviewed and showed a transmitter error on issue date. Confirmation of the complaint was confirmed via data. The root cause was determined to be a low battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/28/2017 that the displayed device showed a transmitter failed error on (B)(6) 2017 . Inserted into arm. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.